Event description:
It was reported that the patient presented in-clinic for a right-ventricular (rv) lead explant procedure due to rv lead high capture threshold. As a resolution the rv lead was explanted. There were no patient consequences.